Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2019-04649. Related manufacturer report 3006705815-2019-04650. It was reported that patient experienced ineffective stimulation due to the device system not providing adequate relief. Multiple programming changes attempts were made however were unsuccessful. A full device system was explanted. There were no complications during the procedure. Patient was stable.